Event description:
Patient's current status: stable - rpt'd 10/18/96.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the reported difficulty was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion. This type of penetration can prevent the membrane from inflating during the initation of iabp.